Event description:
Hosp advised that on the day of the event a pt was in transit from the "cvor" to ICU when this pump alarmed, displayed "low battery" and shut down. The pump was sent to hosp "spd" and biomed engineering requested the pump following the day of event. There was no pt consequence.